Event description:
Caller (physician) stated patient just got a new pump placed. Caller stated the day she got it placed it "was not turned on" and so the next day she "came back to get it turned on because she felt nothing." Caller stated about 2 hours after the pump was turned on, she began feeling epigastric pain just upwards of the pump pocket site (but not the pocket itself). Caller stated the patient also feels no pain relief, just new acute pain in conjunction to her chronic pain. It was later confirmed the symptoms experienced were when using a (B)(6) pump. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".